Event description:
The customer contact reported a disconnection. The device was to be used to deliver an unspecified medication. It was reported that after the veniloop connector of the device was connected to the patient's catheter, the device disconnected from the catheter. A "minimal" volume of blood loss was noted. The device was replaced and the therapy was initiated. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B) (6). (B) (4).